Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Olympus does not offer the model # referenced in the report and the facility has not provided clarifying info. The cause of the user's experience cannot be determined. If add'l info becomes available at a later date, a supplemental report will follow.

Event description:
On june 25, 2006 our co rec'd report from FDA medwatch reporting program. The report states "when cleaning ercp scope after the procedure, tech noticed piece of plastic at tip of scope was broken off. Rn who set up case prior to procedure stated tip was intact at the beginning of procedure." The hosp has been contacted via telephone and letter requesting add'l info without success.